Event description:
Customer complaint - limited data available. Customer complained that they were receiving inaccurate readings while utilizing the device. Their range had differed by over 100 points when testing 3 times in a row.

Event description:
Customer complaint - limited data available customer review complaint: "how can you tell your bs when you get a different number three time in a row although it is easy to use. I get different numbers each time 3 and 4 times in a row. Ranging from 200 to 130".